Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to mesh erosion, protrusion, dyspareunia and infections the patient underwent mesh revision on (B)(6) 2011 and (B)(6) 2012. Dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision/removal on (B)(6) 2013 by dr. (B)(6). It was reported that patient underwent burch colposuspension on (B)(6) 2014 by dr. (B)(6) due to sui/failed tvt.